Event description:
It was reported that the last calibration date did not update after calibration.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed processor circuit card. During evaluation, it was confirmed that the last calibration on the unit did not update to the more recent calibration. Processor circuit card was replaced. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.